Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump generated an alarm/ message. The getinge representative advised the customer transduce the central lumen or use an alternate arterial line site. It was noted that the central lumen did not have a flush back connected and would likely be clotted at that point. The patient had an available arterial line, but the customer said they did not have a pressure cable for the pump. They looked in several places, but there was nothing connected to the red pressure port and no grey pressure cable. The pump was running and in ECG trigger. The getinge representative advised that if no cable was available for an alternate arterial line source, then the option would be to replace the iab. The getinge representative explained that it will run with only an ECG, but timing would not be optimal and the pump would eventually display ¿no pressure source available¿ or ¿unable to update timing¿ messages. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).